Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry it was reported that angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the middle right coronary artery (rca) with 80% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 24 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with stable angina pectoris and on the same day, the subject was hospitalized for further evaluation and treatment. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the event was recovered/ resolved.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the middle right coronary artery (rca) with 80% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 24 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with stable angina pectoris and on the same day, the subject was hospitalized for further evaluation and treatment. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the event was recovered/ resolved. It was further reported that medication was given to treat the event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B5: describe event or problem: updated the event description with the additional information. B2: outcomes attrib to adv event: added 'required intervention to prevent permanent impairment/damage'. H6: evaluation result codes: updated. H6: evaluation conclusion codes: updated.

Event description:
Synergy china registry: it was reported that angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the middle right coronary artery (rca) with 80% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 24 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with stable angina pectoris and on the same day, the subject was hospitalized for further evaluation and treatment. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the event was recovered/ resolved. It was further reported that medication was given to treat the event. It was further reported that the target lesion was located in the distal rca with 80% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm.